Manufacturer narrative:
Manufacturer's investigation conclusion: the report of driveline fault alarms can be confirmed based on the submitted log files. The first log file, dated (B)(6) 2019, contained approximately 6 days of data, spanning from (B)(6) 2019 11:30, which captured numerous driveline fault alarms. The pump appeared to be functioning normally throughout the log file at the set speed of 10,000 rpms, with pump power, flow, and avg. Pi ranging from 5.4-7.8 watts, 3.39-7.2 lpm, and 1.9-6.6, respectively. No other adverse events were captured. A second log file from the backup controller was submitted which captured no further driveline fault alarms. Per the vad coordinator, the driveline fault alarms returned on the patient¿s backup controller and the patient was scheduled for an external driveline repair on 25jun2019; however, they did not make it to the clinic as they had passed away at home. Two log files from the patient¿s primary and backup controllers were submitted to and reviewed by technical services. The log file from the patient¿s original primary controller, 8702155, contained approximately 9 days of data, spanning from (B)(6) 2019 05:32 to (B)(6) 2019 08:40, which captured the previously observed driveline fault alarms. The pump appeared to be functioning normally throughout the log file at the set speed of 10,000 rpms, until (B)(6) 2019 at 12:17 when the driveline was disconnected, consistent with the reported controller exchange. The driveline was reconnected to the primary controller on (B)(6) 2019 at 01:57; however, the pump did not ramp up to the set speed and the driveline disconnected again approximately 10 seconds later. The log file from the patient¿s original backup controller, 87021254, contained approximately 3 days of data, spanning from (B)(6) 2019 23:14 to (B)(6) 2019 07:54, which captured numerous and continuous driveline fault alarms. Beginning on (B)(6) 2019 at 1:43, the patient switched from battery support to the power module, and numerous low speed events were captured. The low speed events remained continuous until the driveline was disconnected on (B)(6) 2019 at 1:54:20. Based on past history and similarly reported events, the driveline fault alarms and low speed events while the patient was supported by the power captured in the log file are potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. No autopsy was performed, and the device was not explanted. No product available for investigation. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low speed, and driveline fault alarms. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Uf/importer report number # (B)(4). Approximate age of device: 3 years (the age is calculated from the date of implant to the event date.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Patient was called to clinic (B)(6) 2019 for a system controller change out as recommended by clinical support at abbott. Patient listed for cardiac transplant at (B)(6) and was at (B)(6), (B)(6) 2019 for a visit. (B)(6) uncovered a "driveline fault" in his interrogation history that started (B)(6) 2019. The patient denied alarms and was unaware of this prior to this finding at (B)(6), (B)(6) 2019. The patient had no physical symptoms. On (B)(6) 2019, the patient¿s system controller was changed. Driveline fault¿ alarm continued. External repair scheduled for (B)(6) 2019. On the morning of (B)(6) 2019, vad team received a phone call from the coroner stating the patient had expired. Patient¿s family had not requested an autopsy. Patient's vad equipment and system controller returned to vad team and system controllers interrogated. Per interrogation, it appeared there was an electrical failure.